Manufacturer narrative:
It is currently unknown if the device will be returned for investigation. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket on a ngage nitinol stone extractor was found to be damaged with broken wires. No adverse effects have been reported at this time.

Event description:
Additional information was received (B)(6) 2021, but inadvertently not included in our initial MDR: as reported by the physician, the device was used previously and the broken wires were found during a second attempt to use the same device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b5, d7a and b, h8. Event description: as initially reported, the basket on a ngage nitinol stone extractor was found to be damaged with broken wires before use. Further communication with the user facility clarified that the device had been previously used and the broken wires were found during a second attempt to use the same device. No adverse effects to the patient have been reported. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A search of our north american distribution center (nadc) database found all devices from the reported lot had been shipped. No similar product from the same lot was available for investigation. A picture of the complaint device was provided by the user. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user. Caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was not returned. Based on the provided information, the device was found to have broken basket wires when it was attempted to be used a second time. Device is single use only. A cause for the reported damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.